Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was broken. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur while the titanium waveguide was in use, it cracked and broke off/fractured and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total colectomy, the device was unusable due to damage of the active blade. Even after the device was replaced with new dissector, the generator illuminated red halfway, resulting several replacements of the devices. Generator and battery pack were removed and installed again but situation did not improved. Another device was used to complete the procedure. Nothing fell into the patient cavity and no patient harm.